Event description:
As reported by the user facility information by bbm sales organization in brazil: "missing/ alarm" customer statement: "the infusion pump did not alarm the presence of the air in the medical device. Drug: fentanyl, flow programmed: 0.6 ml".

Manufacturer narrative:
This report has been identified as b. Braun (B)(4) internal report (B)(4). The complaint is under evaluation. A follow-up report will be provided after the examination results are available.

Manufacturer narrative:
This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been investigated in our service department at laboratórios b.braun s.a., são gonçalo, brazil: line air detection test. With a test tube approximately 10cm in length containing air, from the visible inlet of the equipment; infusion was programmed at a flow rate of 0.61 ml/h for a volume of 51.4 ml, values identical to those programmed by the user as recorded in the history. Aiming to evaluate first, if the air in the line would be detected by the equipment and second, to register how much time would be necessary for accumulated air to trigger the alarm. The infusion proceeded correctly as scheduled starting at 13:06, then at 15:25 the air in line alarm correctly stopped the infusion, the alarm operated visually and audibly. It was necessary to wait 2 hours and 19 minutes for air accumulated inside the equipment to trigger the alarm, as provided for in the infusion equipment manual using very low rates, such as 0.61 ml/h. The alarm stopped the infusion before the inserted air appeared at the other end of the equipment (patient side). Technical complaint of failure to detect air in the line not confirmed.